Event description:
Complainant alleged that while analyzing the heart rhythm of a (B) (6), male pt, the device advised shock for a rhythm they believed was not shockable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.